Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was identified in the administration tubing of a small volume folfusor. The pm was further described as, ¿impurity identified in the infusion line¿. The device was filled with fluorouracil. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 9, 2022 - march 10, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a dark colored particle in the tubing line of the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.